Event description:
Dr. Noted during her eval of a three month old infant that the tracheostomy tube was torn at the cannula. Dr. Immediately ordered a tube replacement. Subsequently, the tube was changed without further consequences. Following an unk period of time, pt died. Dr. Pointed out that this infant was a high risk pt due to his medical condition, therefore she does not consider that his death was related to the use of the tracheostomy tube. Dr also stated nobody knew how this tracheostomy tube was torn.